Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair was driving with the charger plugged in. He said when you first turned it on there was a delay.